Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder began smoking when it was plugged in using the dc extension cable outside the leg. The tissue welder was unplugged, but began singeing the drapes when placed on the table. A replacement tissue welder and dc extension cable were used to complete the procedure. There were no pt effects. The product was returned.